Event description:
Rn started 18 gauge IV and hooked up tubing/fluid. IV was leaking at the hub. New IV started with another 18 gauge catheter which also leaked at the hub. Both ivs discontinued and a new IV was started with a 16 gauge catheter. No further leakage noted.